Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic procedure, during anastomosis, the device fired but at the time of re moval, 1 or even 2 staples were trapped in the hail.  The staples were poorly formed and incomplete. The staples were open, and some staples were stuck in the colon. The stapler remained hooked to the tissue. The surgeon was forced to pull to remove the stapler from the tissue. The surgeon had a difficulty on pulling off the stapler from the tissue and the anastomosis began to bleed. The surgeon had to use sutures to do the anastomosis and stop the bleeding. The issue resulted to tissue loss and tissue damage. The surgical time has been extended for 40 minutes.